Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was mdt rep. Said the patient (pt) had been getting an error code of system problem: rm04 when they charged their implantable neurostimulator (ins) for a year intermittently (pt also said in the background "not a year" so event date was asked/unknown). Mdt rep. Said they had tried to charge when they met with pt today and the ins charged with excellent quality for 30 or so seconds and then the system problem: rm04 message appeared. Tss had mdt rep. Inspect recharger and mdt rep. Noticed a split in the cord near paddle. Mdt rep. Also said it looked like the cord was coming "loose." Mdt rep. Mentioned a previous li battery pack replacement for the pt. An request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is not known. Please see b5 for approximate date range, if applicable. H3: product ID: 97755, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on when the recharger (rtm) is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdc updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.